Event description:
It was reported through remote transmission that the device was found to be in backup vvi mode. A device code download was performed to restore the device, and the device remains implanted. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.